Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented during routine in-clinic follow-up. Upon interrogation, the patent's right atrial(ra) lead exhibited no capture and loss of sensing. The ra lead was capped and replaced on (B)(6) 2019. The patient was stable.